Event description:
This spontaneous report was received on (B)(6)-2011 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed for dental cleaning (route: dental, lot number 1541d, frequency and expiration date unspecified). While using the floss for the first time, the metal clip that cuts the floss broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6)-2011. This closes out this report unless other additional significant information is received.